Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and eval by baxter. The identified "upstream occlusion" alarm was confirmed and reproduced during eval. The eval found the lower reading on the ultrasonic sensor to be out of spec (low) caused by a failed upstream sensor. The failed upstream sensor was replaced.